Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was selected for use for treatment of an abdominal aortic aneurysm. The device was advanced into patient anatomy but after several turns with the deployment handle would not deploy. After several attempts, the radiopaque marker was not deploying downward. It was visible tension building up in the delivery system. The physician removed the delivery system. There were no difficulties inserting the delivery catheter. The physician did not have to use a force greater than anticipated, when inserting the device. The shaft did not kink. Once the delivery system was removed, the physician attempted to deploy the stent graft on the back table, and was more aggressive in turning the deployment handle and that is when the torque build up was visible. Eventually the outer sheathe jumped back. It was as if the most proximal portion of the sheath was stuck. Once it became unstuck, it deployed fine. The case was completed with another endurant stent graft. No clinical sequelae were reported and the patient is fine.